Manufacturer narrative:
No information provided in the following section(s): age or date of birth, weight, ethnicity, date of report, relevant tests/laboratory data, brand name, lot #, device manufacture date, recall or correction/removal number.

Event description:
As reported by the legal brief, on (B)(6) 2016. Patient underwent total knee replacement surgery on her right knee, in which an optetrak device was implanted. In the years following the surgeries, patient experienced pain, swelling, instability and bone loss in her right knee caused by early and accelerated polyethylene wear and/or component loosening. Ultimately, on (B)(6) 2021, patient underwent an extensive revision surgery on her right knee. An x-ray image taken on (B)(6) 2020, demonstrated ¿obvious femoral loosening¿ of her exactech device. During explanation of the optetrak devices, patient¿s surgeon observed significant granulation tissue in her synovium, consistent with polyethylene wear. Both the tibial and femoral components were loose and could be removed without significant effort. There were no signs of infection, and it was determined that this was a mechanical/aseptic loosening of the hardware. As a direct and proximate results, patient has suffered and continues to suffer injury and damages, including having to undergo a painful revision surgery; having required and will continue to require additional medical care and treatment, having require and will continue to require physical therapy and pain management, and having experienced and will continue to experience prolonged and lasting pain and suffering and loss of enjoyment of life.

Manufacturer narrative:
(H3 the revision reported may have been the result of an insufficient bond between the implants and the bones, which led to aseptic (non-infected) loosening. The loosening may have led to instability and an increase in cement and bone particles in the joint space and resulted in prosthesis wear. However, this cannot be confirmed as the devices were not available for evaluation and x-ray images were not provided. The most probable root cause associated with the reported event of "loosening ¿ femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Furthermore, the most probable root caused associated with "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.